Manufacturer narrative:
Product analysis: visual and optical review confirms kyphon ibt balloon rupture. A large portion of the ibt balloon is missing and not returned for analysis. The above observations are consistent with intraoperative over-curing of the hvr bone cement prior to ibt balloon removal.

Event description:
It was reported that during a single level unilateral kyphoplasty procedure at l4, the balloon migrated superiorly during inflation into what appeared to be a 'schmorl's node' in the cephalad disc. 1.5 cc of hvr cement was injected and appeared to be migrating anteriorly. In order to block the possible cement leakage, the surgeon put the balloon back inside the hole and inflated. The balloon was left inflated for approximately two minutes when the pressure went to zero and ruptured. As the surgeon attempted to remove the balloon, it became lodged in the vertebral body. After aggressively pulling on the balloon, the shaft lengthened and stretched and eventually came out, tearing the tip of the balloon. According to the report, fragments from the balloon remain in the patient. No allergic reaction to the contrast media was experienced and no other patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): eval-conclusion: (no code available for "device evaluation anticipated but not yet begun").